Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during access for a pericardiocentesis, a micropuncture transitionless access set's wire frayed and separated. The wire was introduced at a sharp angle into the inferior segment of the pericardial space and would not advance. The user pulled the wire back through the access needle, at which point the wire frayed and subsequently separated in the patient, just below the skin, upon attempted removal. A surgical procedure was performed to remove the wire fragment and the patient was reportedly "fine". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the instructions for use and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. As no lot information was provided, reviews of the device history record and complaint history could not be completed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ based on the available information, cook has concluded that removal of the wire through the needle, contrary to the precautions listed in the instructions for use, contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the last report was submitted.

Manufacturer narrative:
A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during access for a pericardiocentesis, a micropuncture transitionless access set's wire frayed and separated. The wire was introduced at a sharp angle into the inferior segment of the pericardial space and would not advance. The user pulled the wire back through the access needle, at which point the wire frayed and subsequently separated in the patient, just below the skin, upon attempted removal. A surgical procedure was performed to remove the wire fragment and the patient was reportedly "fine". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.